Event description:
A customer reported a fluid leak on coulter hmx hematology analyzer. The customer was wearing personal protective equipment (ppe) at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. An exposure control or risk management plan in place at the customer's facility. The material safety data sheet (msds) was not reviewed, but it is readily available. There was no report of death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
The field service engineer (fse) found a leak at the yellow striped tubing through pv40. The tubing was worn and had come off the pinch valve. The fse replaced the tubing and verified the repairs per established procedures. Blood, diluent, and lyse flow through the yellow stripe tubing at pv40. The root cause for the leak is attributed to a worn tubing. (B)(4).